Event description:
Litigation papers allege past, present and future pain and suffering, severe and possibly permanent injuries, disability, and disfigurement. **update** (B)(4) 2012 - medical records were received. There is no new information that would change the outcome of the MDR decision. Records are available on external hard drive if needed for further review. **update** (B)(4) 2012- medical records received. A crack in the femur was noted. Therefore, we are now reporting the stem. Part/lot for the liner and head were also updated.

Event description:
Litigation papers allege past, present and future pain and suffering, severe and possibly permanent injuries, disability, and disfigurement.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Update - (B)(4) 2012 - medical records were received. There is no new information that would change the outcome of the MDR decision. Records are available on external hard drive if needed for further review. Patient height is (B)(6). Update - (B)(4) 2012 - medical records received. A crack in the femur was noted. Therefore, we are now reporting the stem. Part/lot for the liner and head were also updated. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.